Manufacturer narrative:
A steris service technician inspected the processor by unthreading the water hose fitting from the uv outlet port and observed a cut gasket. The technician replaced the gasket, ran a diagnostic and processing cycle and confirmed the unit to be operating properly. No additional issues have been reported. The system 1e is not under steris service contract and is serviced and maintained by the user facility. The steris service technician advised user facility personnel of the proper uv hose tightening instructions.

Event description:
The user facility reported that water was leaking from their system 1e processor. No report of injury, procedural delays or cancellations.